Event description:
It was reported that lead sensing decreased from 12 mv to 4 mv in 2009. The patient complained of occasional stimulation, especially during testing. Bipolar impedance decreased from 350 ohms to 250 ohms, and was noted to reach as low as 200 ohms during testing. The patient was not pacemaker dependent.

Manufacturer narrative:
No medwatch form was received.